Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. Tandem quality engineer evaluated pump data and concluded the following: on (B)(6) 2019, user changed the pump carbohydrate setting from 7 to 10 grams/unit, resulting in less insulin delivered for carbohydrates entered. On (B)(6) 2019, user declined the correction bolus recommended by the pump which resulted in delivering 19 units of insulin less than the pump recommendation. There was evidence that the pump experienced a malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 1490 mg/dl. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered and reportedly the customer was placed in a medically induced coma. At the time of the report, the customer had not yet been discharged. The customer¿s grandparent alleged the pump stopped working in the middle of the night. Contact confirmed that the pump battery had a 95% charge and a high bg alert was observed in the pump history, with no other alerts or alarms. There were no issues observed with the cartridge, infusion set tubing or cannula. Reportedly, customer was using admelog insulin in the cartridge.